Event description:
The consultant reports regarding an l3-l4 posterior lumbar fusion. During the final tightening of the construct, the driver (03.632.002) kept slipping from the locking cap. It appears that the threads are damaged and chipped off. The surgeon used another instrument to complete the procedure with no further incident and no adverse effect to the patient was noted. This complaint is 1 of 1 for complaint number (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device history record (DHR) review: based on the findings of the DHR manufacturing history, this complaint is invalid from a manufacturing standpoint. Product development evaluation: evaluation of the design indicates that it is acceptable for the intended use and examination of the part shows that it was not fully seated into the screw and/or locking cap recess when torque was applied. Therefore, the complaint is invalid. Placeholder.